Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a proximal femoral nail anti-rotation (pfna) procedure the surgeon was unable to lock or unlock the pfna blade with a screwdriver. Surgeon used another pfna blade to complete the procedure. No part is in the patient, no consequence on the patient, no delay of surgery, the incident did not require further treatment. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis additional code: hwc. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the device history record of the pfna blade in question was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. This lot of (B)(4) pieces was manufactured in february 2013 and we are not aware of any other complaint for this article- and lot number. A function test with the received blade was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. This is indicative of either the blade was not correctly connected the instrument, possibly by a damage at the instrument or that the locking technique was not carried out correctly (note, device is left-hand threaded).